Manufacturer narrative:
The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The device was not returned to the MFR for physical eval, therefore, the failure mode cannot be confirmed. However, a fresenius regional equipment specialist (res), went on-site to perform a service eval of the unit. The res was not able to duplicate the saline bag fill issue during the field service investigation. A records review was performed on the reported serial number. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A user facility reported that a saline bag drain issue occurred prior to use. A pt was not connected to the machine at the time of the incident. However, f/u info was provided by the biomed who revealed that the service ticket indicated "fluid filling up, saline bag". No further info was made available.